Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received that the product was sent to hospital pathology.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and replaced seven months later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine in clinic follow up, interrogation of this implantable cardioverter defibrillator (ICD) with a programmer revealed that the device reached end of life (eol) six years ago and a battery low capacity fault message was observed. Review of stored device memory revealed that the device exhibited a high charge time of 46 seconds. Boston scientific technical services (ts) discussed charge time behavior. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service and that replacement has not been planned or scheduled.